Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found lost water tightness due to a pinhole on the universal cord, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, a cracked video connector case, a chipped adhesive on the bending section cover, and the bending section couldn't be fixed firmly due to damage on the lock engagement lever. Additionally, the following components were found scratched: video connector, video connector case, light guide cover glass, light guide connector, switch 1, control unit, right/left plate, right/left lever, up/down angulation lever plate, angulation lever, grip, and control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had air/water leakages. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the a peeled adhesive around the objective lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event, ¿glue of the objective lens was peeled off¿, was confirmed. The probable cause was determined as due to stress of repeated use, external factors, or handling of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below which could have prevented the phenomenon: ¦inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.